Manufacturer narrative:
The information received by smith and nephew has identified that this event should be re-evaluated for MDR reporting and it was determined that that brainlab is the legal manufacturer of the complaint device. Therefore, this event will be routed to brainlab for further review and event reportability. If further details are provided confirming the occurrence of a reportable event involving a smith and nephew device, our files will be updated accordingly and a further report will be submitted outlining both the event details and our investigations performed.

Manufacturer narrative:
Internal reference: (B)(4).

Event description:
It was reported that during a cori assisted hip surgery, they encountered a registration error in the acetabular data collection process for determining the cup size. Despite repeated attempts to re-register affected and unaffected asis, the cori registration error persisted, preventing them from obtaining the cup size and proceeding with the cup navigation. They manually input the traumacad information into the hip 7 as there was a discrepancy between the manually defined asis and the x-ray with kingmark. The procedure was completed with the same device. The patient was not harmed.